Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the drain fitting was rusted and worn, the enclosure was cracked in multiple places and heavily scratched and stained, both covers were cracked and scratched, the line cord was worn and no reflux plug was attached. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (bad lcd) was confirmed during testing. The product problem was attributed to liquid crystal leakage in the lcd. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a faulty lcd. This was identified as the root cause. The following components were replaced: pcb to correct the reported primary problem, drain fitting due to rust, enclosure due to cracks and heavy scratches/stains, and both covers due to cracks/scratches, line cord due to wear and tear. A reflux plug was also attached. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that level 1 fluid warmer had bad lcd. Only half of the display was working. There was no patient involvement. The product problem was observed during preventative maintenance.